Event description:
It was reported that during a total knee arthroplasty surgical procedure, it was observed that the robotic-assisted solution satellite station device made an incorrect positioning. It was reported that during the distal femur cut, the surgeon resected the lateral condyle before proceeding to the medial condyle. While resecting the medial condyle, the saw engaged sclerotic bone and appeared to "kickback," as described by the surgeon. The surgeon then repositioned the saw toward the already resected lateral condyle and noted that the saw was now floating about 2 mm distal to the resection. Upon checking the femoral checkpoint, the surgeon found it could not be recreated, consistently being 0.8-1.2 mm off. The surgeon double-checked the arrays and insisted that they had not moved. Then, the surgeon referred to the planning screen and adjusted the distal femoral resection to account for an additional 2 mm, after which the saw was flush against the already resected lateral condyle. The remainder of the cuts were completed successfully, and the final uncemented implant was adequately flush to the surgeon's satisfaction. It was reported that the device was used in conjunction with the saw handpiece device and the base station device. It was reported that there were no delays in the surgical procedure as the plan was modified and the surgery was successfully completed. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11: additional narrative: e1: the reporter¿s phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: the field service engineer (fse) evaluated the system and found no failures, confirming that the system operated according to specification. Therefore, the reported condition was not confirmed, and an assignable root cause was not determined.